Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a worn sleeve in the reported problem area of the pipette assembly. Replaced sleeve on position # 2, checked and cleaned all others. The instrument was tested without further problem. Repairs have returned this instrument to expected operation.